Manufacturer narrative:
Investigation conclusions: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported one false positive flu b result for one asymptomatic patient (off-label use). The customer communicated the result was confirmed negative by molecular (pcr testing). The customer also communicated four additional events which are captured in separate reports.